Manufacturer narrative:
Unique device identification (UDI) - (B)(4). Bactiseal catheter (ID (B)(4)) was not returned for evaluation after three good faith attempts (gfes) were made, therefore, an evaluation of the device could not be performed. Lot number information has not been provided; therefore device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Bactiseal peritoneal catheter (ID 823074) has been returned for evaluation. Failure analysis - the catheter was irrigated and no occlusions noted. The valve was leak tested and no leaks noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation.

Event description:
N/a.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00059. A facility reported a certas valve (ID 828804) was implanted via l-p shunt on april 1, 2022. It was used with bactiseal catheter (ID 823074 ) and the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2023, the patient presented with gait disturbance and shunt malfunction was suspected, and an imaging study was performed. A deviation of the lumbar catheter was observed, and the lumbar catheter in the cerebrospinal fluid cavity was removed. The certas valve and the bactiseal peritoneal catheter were removed on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.